Event description:
It was reported that during a lead replacement procedure, the lead helix would not work properly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the inner coil was fractured which prevented the helix from rotating.